Manufacturer narrative:
Date of report: 25oct2018. Date of manufacturer: 24oct2018. The customer performed tests on the machine and reportedly set up the unit incorrectly. Once the test setup was corrected, the issue with rebreathing and low tidal volume alarms were resolved. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a re-breathing alarm and low tidal volume alarms. The device was not in use at the time of the reported event; therefore, there was no patient involvement.